Manufacturer narrative:
Philips service replaced the mpdu and reinstalled the geometry pc. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the mpdu failed to start intermittently, impacting system boot-up on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.